Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was torn and the valve casing has detached from the silicone housing. The device was examined under a microscope and it appears that the silicone housing may have been cut with a scalpel or the edge of another sharp instrument. Since the cut condition of the device was not reported in the initial compliant it is possible that the device may have been cut during the removal. This however could not be confirmed. In addition, as a result of the cut condition of the device, it was not possible to irrigate or pressure test the device. It was noted that the device failed the programming test and biological debris was seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Sales reported that the valve had to be explanted because it was not working properly.